Manufacturer narrative:
E1: phone (B)(6). B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was unable to load telnet-cannot update. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. The event history log was unable to be reviewed due to the blank screen and constant alarm. Functional testing was able to duplicate the reported problem. It was determined that the main pcb board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.